Event description:
It was reported that during an unknown procedure, after firing the ligaclip the clip does not close all of the way and falls off. There were no patient consequences reported. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The following information was requested, but unavailable: what type of procedure was device used on? What was procedure date? How many devices had issue on this procedure (as emailed complaint reads 4 devices had issue on procedure)? Or, was there an issue with one device on 4 separate procedures? Was cholangiogram done on procedure (and was device fired on a cholangiocath)? Was device fired over another vessel or hard structure? How was case completed (for example, was a new er320 used to complete the case)? Was there any change to procedure or post-op patient care? Was there any patient consequence?